Manufacturer narrative:
The following device was returned by the customer for complaint investigation: -one used. List #011-h1368, 30 cm (12") appx 3.2 ml, set ambrato per infusione, 4 clave®, perforatore con filtro; lot #13544640. A sample picture was provided by the customer showing the area of the defect. The adaptor of a clave was observed to be separated from the bond pocket. As received, the returned device's adaptor and clave were observed to be separated from trifurcated connector. When the bond was microscopically examined under ultraviolet (uv) light, insufficient solvent coverage was identified at the trifurcated connector and the adaptor. The remaining bonds of the device were tested for bond integrity and met product specifications. The probable cause of the separation was a manufacturing error during manual bonding. In conclusion, the reported complaint of separation was confirmed on the returned set. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Updated information can be found in b5, d9 and d10.

Event description:
The following additional information was reported by the customer: the patient was connected to the device during the event. It was also reported that the patient was anxious about proper management of their treatment. There was no need for additional medical intervention and no delay in therapy. The therapy was successful after the device was changed. No one was harmed. No visible defects were observed on the device. Spillage was cleaned according to the facility's protocol and a special kit has been used. The medication used: nacl 0.9%, manufacturer: fresenius.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received.

Event description:
The complaint involved a 30 cm (12") appx 3.2 ml, set ambrato per infusione, 4 clave®, perforatore con filtro. It was reported that a connector from one of the device's four channels became "unsealed" and fell onto the nurse, along with the bag of nacl 0.9% 50ml and the liquid dispersed onto the floor". There was no report of human harm as a result of this reported complaint/event.